Event description:
It was reported that the patient had developed a left subclavian, left cephalic, and left axillary deep vein thrombi. In addition the patient had a pocket hematoma and the system was explanted due to a suspected infection. The cultures are pending. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.